Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012, as part of the post approval 2 (B)(4) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient developed sinusitis with the symptom of productive cough. The patient reported the sinusitis at the six week follow-up visit on (B)(6) 2012. The event was treated with augmentin and prednisone. No hospitalizations or emergency room visits occurred as a result of this event. The event of sinusitis was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012 pre-bronchodilator: fev1: 2.43, fev1 % predicted: 88.04, fvc: 3.4, fvc % predicted: 96.87. Post-bronchodilator: fev1: 2.34, fev1 % predicted: 84.78, fvc: 3.18, fvc % predicted: 90.60,

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements allowing it to be released for distribution. A labeling review was performed and sinusitis is listed as a known possible adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.